Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). The pump was returned to animas and evaluated on (B)(4) 2011. Evaluation revealed adhesive under the button contacts. All keypad buttons were intermittently activating desired pump functions when pressed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
Patient reported that the pump's up and down arrow buttons were sticking and required multiple presses for a response. The patient reportedly wore the pump in a case in her pocket and did not clean the pump.